Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically when the stylet was primed. The device was disassembled and the right bumper was found bent within the device housing. Based upon the cannula firing automatically the investigation is confirmed for self-activation. Additionally, based upon the poor tang engagement found in the x-ray the investigation is confirmed for the alleged cannula priming issues. The bent right bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a prostate biopsy, the cannula allegedly failed to prime. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. Since the lot number for this device was not provided, a device history records review could not be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the cannula allegedly failed to prime. There was no reported patient injury.